Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the bending section cover tore due to interference with a hard and sharp object, being scratched, being hooked, or being pierced. The root cause of this event was unable to be identified. Additionally, it¿s likely peeling of the image guide coil coating occurred due to chemical damage or combined stress such as overload stress and bending. However, a final root cause of the peeling image guide coil coating was unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
Upon inspection and testing of the customer returned device, it was observed that the image guide coil coating was peeling. This report is being submitted for the torn bending section cover (curved rubber) and the image guide coil coating peeling. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was confirmed. It was discovered, the metal part of the curved pipe was exposed due to the tear of the curved rubber. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
An olympus representative reported to olympus, on behalf of the customer, after the first-use of the uretero-reno videoscope the curved rubber was found to be torn during reprocessing. There were no reports of patient harm associated with this event.